Event description:
It was reported that the zimmer electric dermatome worked fine for couple of months. It seemed as if there was not enough power and the speed of the motor would change intermittently causing the doctor to lose skin grafts because of the uneven cuts. In the end, the dermatome would even stop completely while I was cutting. The power supply was reported to be fine; the doctor tried it with a dermatome from another hospital and had no problems. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.